Event description:
The anesthesia breathing circuit, which included a filter, was starting to be used on a pt when the anesthesiologist noticed that the flow through the circuit was irregular. The anesthesiologist removed and replaced the filter which resolved the problem. There was no pt compromise.